Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button error alarm. The blood glucose at the time of the incident was 292 mg/dl. The customer stated that the button sucked in and the battery went to zero. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms or prime anomalies were noted. Device passed leak test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies, frozen screens or stuck button alarms were noted. Device received with minor scratched display window and case.